Event description:
Complainant alleged that the clinicians attempted three times to defibrillate a 67 year old female pt using electrodes, but were unable to successfully defibrillate the pt. The clinicians then switched to paddles and successfully defibrillated the pt. There was no adverse effect on the reported malfunction.